Event description:
It was reported that on august 14 a biopsy procedure was performed and during the procedure, there were device driver errors and the procedure could not be completed. The needle was already in the tissue. The patient was rescheduled. Additional anesthetic and a new incision will be required. A field engineer examined the driver and confirmed the error. The field engineer replaced the driver, verified the repair corrected the reported problem and the system was functioning according to manufacturer specifications. No additional information available.

Manufacturer narrative:
Device identifier: 15420045515161. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.